Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the jugular vein with no tortuosity and not fibrotic. During the first inflation with the 9 x 40 mm armada 35, the balloon ruptured at 10-12 atmospheres (atm). The balloon catheter and guide wire were removed as a unit; however, the devices could not be removed through the 7f sheath. The proximal portion of the balloon catheter that was outside the sheath was cut, and was able to remove the distal shaft. Resistance was met with the guide wire during removal and it was noted that 5 mm of the balloon catheter tip had separated. The separated portion was pushed with the guide wire in a controlled manner, into a suitable area of the pulmonary vein. No further treatment for the separated portion was performed, as the physician felt that the portion would be covered by tissue and fixed in the vessel. No further dilatation was necessary. The patient is well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.